Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device ran in the locked position, had insufficient/low power and excessive noise. It was further determined that the device failed pretest for hose verification, safety, noise and rotational speed. It was noted in the service order that the device had a weak motor. This event did not occur during surgery. There was no patient involvement. The exact date of this event was unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).